Manufacturer narrative:
(B)(4).

Event description:
Procedure: lobectomy. According to the rptr: during the procedure there was bleeding in excess (around 300ml) in the staple line. It was necessary to use hemostats and another load (green) to perform the stapling. There was tissue damage.